Manufacturer narrative:
The patient did not suffer an injury, require medical intervention nor was the physician notified of the fluid imbalance. Facility's registered nurse stated that the pt was a critical pt and that sometimes that weekend, the pt's family discontinued cvvhdf therapy and life support. The pt expired that weekend. Facility's registered nurse was not sure of how long the treatment was continued following this incident, or when the pt actually expired. She stated that the pt was on the mahcine and continuing therapy without problems the day of the incident, 2006. Gambro has found no evidence to suggest that its device caused or contributed to this event.